Event description:
It was reported the patient's blood glucose levels (bg) rose to over 250 mg/dl, while wearing the pod less than 1 hour. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, the patient changed out the pod.

Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received not deployed, with the slide insert not visible through the top housing window and soft cannula not visible through the bottom housing window. Upon removal of the top housing the needle mechanism was observed to be fully retracted, and the ratchet gear was observed to have not advanced far enough for the firing flat to align with the release bar. Due to the firing flat not advancing far enough to reach the position of intended deployment of the needle mechanism and the needle mechanism arriving fully retracted in the not deployed position it can be confirmed that the cannula never deployed and as such, it is not possible for the cannula to have dislodged. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.